Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens). It was reported that the patient was not feeling stimulation in the morning and was at 1.4. The patient was assisted in increasing stimulation up to 3.3, and feels comfortable stimulation. However, this stimulation is suddenly felt in the patients hip area now, and used to be felt in her bottom. The patient decreased stimulation back to 1.4 and said they would concentrate on symptoms. The patient stated that she was concerned that she was not able to see a green light on her device. The patient reported that she sees on a pamphlet that there is a green light on the ens, but her green light is not on. The patient wanted to know if that was normal. No further complications were anticipated/reported.